Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer changed comm sled and cable and found issues with port. Troubleshooted the network connection was resolved this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was offline and orders were not crossing to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.